Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving baclofen via an implantable pump for chronic low back pain and spinal pain. Several times when drug has been aspirated there was extra drug amount. The patient's last refill was (B)(6) 2016, at which the estimated residual volume was 5.7 and the actual was 6.? (The digit after the decimal point of the actual volume was illegible). No interventions were mentioned. The patient has not been seen since (B)(6) 2016 for a pump refill. There were no symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.